Event description:
The customer contacted the siemens customer care center (ccc) and stated that they intermittently observed falsely low sodium results that repeated higher on their dimension xpand plus with hm instrument. The customer gave an example that the initial result would be around 117 mmol/l and repeat as 127 mmol/l. The customer then provided data for two patient samples, both of which were falsely low. The samples were repeated on the same instrument and resulted higher. It is unknown if the discordant or corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
The customer contacted the ccc. During troubleshooting, the customer replaced pump tubing and the sample probe tip. The customer also ran precision studies for sodium, potassium, and chloride using five patient samples and running five replicates for each method on the samples. Precision was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the integrated multisensor technology system (imt) pump rollers. The cse also evaluated sample handling, which was acceptable. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.